Manufacturer narrative:
Investigation summary: one sample was returned, lot number 1806292. Sbdm noticed there was white bond on the needle hub. DHR reviewed of the manufacturing record for lot 1806292 showed no abnormality was observed. Reviewed internal customer complaint record, there were no same issue with same product from other customers. Reviewed the inspection record for bulk needle lot 8087146, no abnormality was observed. Infrared spectrometry (ir) analysis found that there was a silicon coating on the foreign matter in the first ir test. So, sbdm removed the silicon coating on the foreign matter and conducted ir test again and found that the foreign matter is a kind of epoxy resins (epoxy + melamine resins 1:1). Sbdm concluded the foreign matter is bond on needle, which is also a kind of epoxy resins (der 661 epoxy resin). House sample inspection: sbdm inspected 25 pcs from lot 1806292, no fm was observed. Investigation conclusion: infrared spectrometry (ir) analysis found that there was a silicon coating on the foreign matter in the first ir test. So, sbdm removed the silicon coating on the foreign matter and conducted ir test again and found that the foreign matter is a kind of epoxy resins (epoxy + melamine resins 1:1). Sbdm concluded the foreign matter is bond on needle, which is also a kind of epoxy resins (der 661 epoxy resin). House sample inspection: sbdm inspected 25 pcs from lot 1806292, no fm was observed. Root cause description: the likely cause is that the inspectors could not find the bond on the needle hub and it caused the complaint case. The needle is supplied into 20ml syringe packaging without assembling with 20ml syringe. The needle is covered by opaque color needle cover, but the color of cover is not affected to inspect the fm. In this complaint case, if the needle is supplied into the packing line by onside of fm, the fm could be detected by inspector. However, the needle is supplied by opposite side of fm (bond on the needle facing downward to the floor) , it is impossible to be detected by inspector, the syringe bulk needles are consigned by bd korea. The cause for the bond on the needle and needle hub likely was occurred that the bond was dropped on the needle and needle hub. The bond subsequently dried and coated by silicon and assembled with cap while supplier's manufacturing process. Rationale: corrective actions: sbdm had quality training on this customer complaint for syringe assembly line workers and quality inspectors. Sbdm are tightening incoming inspection for bulk needles and keep monitoring of syringe manufacturing process to prevent recurrence of the same case.

Event description:
It was reported that before use of the bd¿ syringe there was foreign matter on needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe there was foreign matter on needle. There was no report of exposure, injury, or medical intervention.